Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot. Based on the information reviewed, the reported patient effect of atrial perforation appears to be related to procedural conditions. The reported patient effect of atrial perforation (percutaneous intervention) is a known possible complication listed in the mitraclip system instructions for use. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the atrial septal dissection. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. During insertion of the steerable guide catheter (sgc), tenting of the septal atrium was noted but there was no strong resistance advancing the sgc. The clip delivery system (cds) was inserted without issue and the clip deployed at a2p2, reducing mr to 2. After the sgc was removed, a left to right shunt was noted and a hematoma of the atrial septal was confirmed due to atrial septal dissection. The procedure was completed with no intervention and conservative medical treatment was planned. A transthoracic echocardiogram (tte) was performed one day post procedure and the atrial septal dissection remained however did not worsen. At the one month follow up appointment, tte confirmed that the atrial septal dissection had resolved. No additional information was provided.